Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) lead, thus delivering inappropriate anti-tachycardia pacing (atp) therapy. Technical services (ts) was consulted and offered troubleshooting suggestions. Review of trending the past year shows the rv impedance has been slightly trending downward with small r waves. The patient was brought into the clinic for further testing where isometrics and pocket manipulation were performed and reproduced the noise. The patient is not dependent. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient is scheduled for a rv lead revision procedure. Additionally, the right atrial (ra) lead is exhibiting high out of range pacing impedance measurements as a result of respiratory rate trend (rrt) oversensing, triggering the storage of a signal artifact monitoring (sam) episode. No adverse patient effects were reported. Additional information was received that this ICD, rv and ra lead have been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned in two segments, severed approximately 117 mm from the terminal end. A midbody segment of the lead is missing. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Further lead inspection revealed insulation damage. Additionally, the polytetrafluoroethylene (ptfe) on the proximal high voltage cable is also abraded and the cable coils are slightly flattened. The oversensing, noise, pacing impedance low, low amplitude, and atp delivered when not required allegations were confirmed based on the finding of damaged insulation, located approximately 115-117mm from the terminal pin end and 435-445 mm from the tip end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead-on-lead and lead-on-can abrasions.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) lead, thus delivering inappropriate anti-tachycardia pacing (atp) therapy. Technical services (ts) was consulted and offered troubleshooting suggestions. Review of trending the past year shows the rv impedance has been slightly trending downward with small r waves. The patient was brought into the clinic for further testing where isometrics and pocket manipulation were performed and reproduced the noise. The patient is not dependent. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient is scheduled for a rv lead revision procedure. Additionally, the right atrial (ra) lead is exhibiting high out of range pacing impedance measurements as a result of respiratory rate trend (rrt) oversensing, triggering the storage of a signal artifact monitoring (sam) episode. No adverse patient effects were reported. Additional information was received that this ICD, rv and ra lead have been explanted and replaced. No additional adverse patient effects were reported. Additional information was received that this lead has been returned for analysis.